Manufacturer narrative:
Upon further review, it was found that the submitted fdd codes were not consistent with the information provided in b5. Thus, a correction was made to include previously missed information.

Manufacturer narrative:
(B)(4): final device analysis of the infusion pump revealed the following: there was a gear train anomaly found and indicated as corrosion.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient's pump had a motor stall that did not recover. The patient had presented with a fever, seizures, sweating, and increased spasticity. At the time of report, the patient had been hospitalized for the last 24 hours and was being managed with oral baclofen. The plan was to explant the pump before discharging the patient. The patient outcome was notated as "with injury". Another report, that same day, stated that when the patient had been admitted to the intensive-care unit, he was in moderate withdrawal and required benzodiazepine. However, the patient was medically managed successfully and was no longer in withdrawal on the day of report. Additional underdose symptoms were reported to have included increased tone and less than 50% therapy relief. The next day, it was reported that the patient had been having more seizures that started a few weeks earlier. Specifically, the patient had three seizures on the day of report and one about a week earlier. It was unknown what the cause of the seizures was, but it was noted that the patient's oral medications were also being adjusted at the time. It was also stated that the patient had not had an MRI lately. Eleven days after that, it was reported that the pump was currently set to minimum rate mode and the message for "tube set" was seen. About two weeks later, it was revealed that the device had been explanted. The drug used in this system was gablofen.

Event description:
It was reported that there had been a volume discrepancy in the pump reservoir. The expected reservoir volume was 4ml, but the reservoir actually contained 6ml of medication. Additionally, a low-reservoir alarm had also been seen in the pump logs, taking place on (B)(6).

Manufacturer narrative:
Product ID, 8709 serial# (B)(4), implanted: 2009 (B)(6), product type catheter. (B)(4). Analysis results were not available as of the date of this report. A follow-up report will be submitted when analysis is complete.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.